Event description:
Customer reported she was hospitalized due to high blood glucose. Customer thinks the insulin pump was not working properly. Customer stated she pressed the act button to administer insulin, but the device only read 0 units. Customer's current blood glucose was 449 mg/dl. Customer was hospitalized for blood glucose of 659 mg/dl. Customer's symptoms were dry mouth, shortness of breath, and vomiting. Customer was also feeling light headed. Customer was wearing the device while hospitalized. The drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. High pressure test was performed and insulin did exit. Customer removed set and cannula was bent, but not occluded. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.